Event description:
Per report received from csi service and repairs team- , unit had apparent tip leak during surgery which froze tissue on side wall of vagina. The unit is coming in for repair/evaluation. Ref (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 1/28/10 under wo #(B)(4) and shipped on 2/11/10. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted all lots are thoroughly reviewed to ensure products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history record found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 93843, this unit was at csi on 2/11/20. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. While no definitive root cause could be reliably determined, the root cause is being attributed to end user error. The tip would have to be loosely attached for it to leak. Correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Reference (B)(4).

Event description:
Per report received from csi service and repairs team- , unit had apparent tip leak during surgery which froze tissue on side wall of vagina. The unit is coming in for repair/evaluation. Ref (B)(4).